Event description:
It was reported that upon interrogation, inappropriate auto-mode switch episodes due to noise on the atrial lead were observed. Programming changes were made. Patients condition was good.